Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged. Customer's reported issue was duplicated during syringe test. The root cause of the reported issues was determined to be due to a broken part off of the plunger board. Plunger board also broke off from glue. Actions taken to mitigate the reported issue: replaced plunger board. Performed syringe test and all functional testing which passed.

Event description:
It was reported that alarming check syringe plunger sensor event occurred. No patient injury reported.